Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, a loss of connection occurred. The complaint device was returned for evaluation. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged product at fault. Confirmation of the allegation could not be determined.